Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of 911 call was 750 mg/dl. The customer was admitted to the hospital. The customer cause of 911 call was diabetic ketoacidosis dehydration and also heart attack. The customer was treated with insulin drip. The customer was assisted with clearing alarms and turning the sensor feature off. Customer was advised to change battery and able to turn off the sensor. The customer was advised to monitor pump.